Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 671 mg/dl. Other blood glucose value were 480 mg/dl, 442 mg/dl and in the range of 600 mg/dl. Customer had symptoms of difficulty in breathing. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous, manual injections and insulin pump. Customer does not allege that insulin pump was under delivering. Customer was using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.